Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level related to the reported event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.